Event description:
It was reported that the relion® pen needle length was shorter than normal. The following information was provided by the initial reporter: "consumer left voicemail stating that the pen needles are shorter."

Manufacturer narrative:
H.6. Investigation: customer returned (22) sealed 32gx4mm pen needles from lot# 0140357. The customer reported that the pen needles are shorter. All 22 returned samples were examined, then tested to determine patient end cannula length (specs for 4mm cannula length: 0.109¿-0.203¿). All observations measured within specification. No defects were observed. DHR was reviewed for lot#0140357 and no qn found. Bd was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® pen needle length was shorter than normal. The following information was provided by the initial reporter: "consumer left voicemail stating that the pen needles are shorter."